Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 141 mg/dl. Customer reported that the transmitter did not blink when being connected to the sensor. Customer took the sensor out and found out the sensor electrode was missing. Customer advised to replace the sensor.